Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed one of the limbs appears to be penetrating into the aorta. The appearance of the other limbs of the filter appear to be somewhat drawn together centrally raising some question as to whether there may be some fibrosis of the lower ivc. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and unable to take anticoagulation due to bleeding. At some time post filter deployment, it was alleged that the filter detached and struts perforated aorta. The device was removed percutaneously. It was further reported that the filter migrated and the detached strut perforated aorta and the patient experienced extreme pain; however, the current status of the patient is unknown.